Event description:
Air in IV for tpn and intralipids went past pump sensor. Pump did not alarm. Air noted to be at least 0.5ml for each tpn and intralipids lines. Rn at bedside at the time.

Manufacturer narrative:
B. Braun rep, infusion systems specialist, indicated that the facility will not return the pump to b. Braun for eval. B. Braun contacted the user facility for additional info. The facility has continued to use the pump. There was no pt injury. No further info is available.